Event description:
Per patient cadd ms3 pumps (sn (B)(4)) are not working correctly. The programmed settings are not saving and the patient is not able to load the syringe. Patient has 2 other working pumps at home so no interruption in therapy or adverse events resulted in pump problem. Will replace pumps. Dose or amount: 70ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.